Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette was tested twice for volume accuracy on a cadd-legacy one ambulatory infusion pump (MFR report: 3012307300-2020-00498). It was reported that when the pump was received back from repair for damage to the lcd display, it was tested for volume accuracy with a reading greater than 6%, and that subsequent testing was then performed with additional cassettes. Per reporter a total of thirteen cassettes were tested over several days with the percentage error between 10-14%. There was no patient involvement.

Manufacturer narrative:
Device evaluation: smiths medical cadd cassette reservoir was returned for analysis. Visual inspection was performed under normal conditions of illumination and no discrepancies were detected. The returned samples were set for accuracy testing using a pump to look for unusual functions and from the 13 samples received, only one sample failed and confirmed the reported failure mode; which is a sample with arch height pronounced. It was noted that the most probable root cause is that the arc height was not properly assembled. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.